Event description:
Complaint description: during a laparoscopic cholecystectomy procedure, the hf cable shorted out, sparked, causing a small fire, then broke in half one inch from the hard plastic connector that fits into the valley lab electrosurgical unit (esu). The hospital nurse stated that the esu was immediately unplugged. The cable melted and then smoldered and the fire subsequently expired. The procedure was completed using a second cable and no injuries resulted from the occurrence.